Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "bad display" was confirmed during event history log review. The cause of the reported condition was determined to be a faulty main display. The main display was replaced to fix the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a bad display. This condition has the potential to cause an interruption of delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated by a baxter service technician at a baxter facility. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.